Manufacturer narrative:
(B)(4) conclusion: an actual sample was returned for evaluation. It was visually examined and no anomalies of the swaging area could be detected. Representative samples were returned for evaluation. They were visually examined and one needle was found with a crack in the swaging area. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle pulled off from the suture during tissue passage. There was no adverse consequence to the patient.